Event description:
Ref imp# (B)(4).

Manufacturer narrative:
The hospital is unable to provide further information surrounding the incident despite several attempts to obtain it. Therefore no further investigation has been possible. The available information does not indicate that there was a ventilator malfunction but it instead suggests that it was a use error that caused the incident. (B)(4).